Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy, a high priority alarm would trigger on the system and the arm stopped working when trying to remove the large needle driver (lnd). The alarm continued to occur when the position and instrument drive unit buttons were pressed on the arm. The lnd was fully removed using the broken instrument procedure, the arm was undocked and redocked, and the arm was rebooted to resolve the issue. The lnd was not broken but had to be removed using the broken instrument procedure due to the arm freezing. It was able to reinserted after it was removed and was discarded after the case. There was no delay or patient injury.